Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) distal conductor distorted; full lead was returned for analysis. The lead was returned with the helix extended. The helix will not extend due to the distorted distal coil in the connector. There was blood/body fluid on the distal conductor and blood in/on helix mechanism.

Event description:
It was reported that during an implant procedure, the lead was unable to fix since the helix would not extend. The lead was not implanted. No patient complications were reported as a result of this event.